Manufacturer narrative:
The DHR was reviewed and showed the product met all specifications. The sample was evaluated. Three locks, one of which has the suture attached, were received. Decontamination was not possible as it is not known how it would impact the suture. For this reason, tensile testing cannot be done to determine if the suture met the specification. While in the bio containment hood, an attempt was made to break the suture by hand. A break could not be produced. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "during usage in laparoscopic jejunostomy, one t-fastener broke inside the patient at the stainless steel t-bar and 2 others broke when fastening outer bumpers. Suture snapped off on all 4 in the pack. Doctor had to do an open procedure in order to complete jejunal tube placement and patient had to be kept overnight as an in patient instead of leaving that day had the laparoscopic placement been successful." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).